Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled ¿steep right anterior oblique view of self-expandable transcatheter aortic valve to timely detect stent under-expansion or non-uniform expansion before final release: a case series". As reported in a research article, steep right anterior oblique view of self-expandable transcatheter aortic valve to timely detect stent under-expansion or non-uniform expansion before final release: a case series. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Per the information available abbott cannot further speculate on why the reported migration occurred. Note: since this is literature, we do not have any additional information like (imaging). Below are the possible causes looks like they wont be applicable for this complaint. "Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulty".

Manufacturer narrative:
As reported in a research article, steep right anterior oblique view of self-expandable transcatheter aortic valve to timely detect stent under-expansion or non-uniform expansion before final release: a case series. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.d4: the UDI number is not known as the part and lot number were not provided.attachment: article titled ¿steep right anterior oblique view of self-expandable transcatheter aortic valve to timely detect stent under-expansion or non-uniform expansion before final release: a case series".

Event description:
The article, "steep right anterior oblique view of self-expandable transcatheter aortic valve to timely detect stent under-expansion or non-uniform expansion before final release: a case series", was reviewed. The article presented a case study of an 84-year-old female patient with symptomatic severe aortic stenosis. It was reported that on an unknown date, a 27mm navitor valve was chosen for implant. It was reported the patient's native aortic valve measurements were as follows: annulus area 425mm2; perimeter 75.1mm; and diameter min-max 18.9-27.6mm. A pre-dilation with balloon aortic valvuloplasty (pre-bav) procedure was performed with an 18mm balloon. During partial deployment of the navitor valve, cusp-overlay view, right-anterior-oblique (rao) and left-anterior-oblique (lao), both appeared to show a well-expanded navitor valve. However, the steep rao view indicated the restricted valve at 80% deployment. A decision was made to recapture the navitor valve and attempt further pre-dilatation with a 20mm balloon. The navitor valve appeared to be substantially expanded and well-seated. The valve was deployed at 4mm implant depth but after full release, the valve became unstable and migrated to the ascending aorta. The patient experienced cardiogenic shock due to severe aortic regurgitation. A decision was made to emergently implant a 26mm edwards sapien 3 ultra resilia valve via transcatheter valve-in-valve procedure. [The primary and corresponding author is umihiko kaneko, cardiovascular medicine, sapporo cardio vascular clinic, sapporo heart center, north 49, east 16, 8-1 higashi ward, sapporo, hokkaido, 007-0849, japan, with corresponding email: uk434471@gmail.com]